Manufacturer narrative:
(B)(6). The device was manufactured october 9, 2017 ¿ october 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 2400mg fluorouracil, 230mg irinotecan, and 5% glucose solution to a total fill volume of 92ml. The expected therapy time was 46 hours. When the device was disconnected from the patient at the end of the expected therapy time, the nurse noted that approximately 30ml of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.